Event description:
A report was received that the pt was explanted due to infection. The physician noticed a discharge, swelling and redness around the lead incision site. The pt is reportedly doing well following the explant.